Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was observed to have blood ingression, and visual summary indicated damage at implant. It was further noted that the visual inspection found the outer insulation breached cut/ extrinsic and blood was ingressive along lead length. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant. Concomitant products: 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).